Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was dislodged from the patient. The complainant reported that the foley balloon was intact and contained 3 cc of sterile water. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Ever use more force than is required to make the syringe "stick" in the valve. If you notice slow or now deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professionals for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was dislodged from the patient. The complainant reported that the foley balloon was intact and contained 3 cc of sterile water. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Received 2 unopened all-silicone foley catheters for evaluation. No visual defects were observed along the catheters. Per the functional evaluation, both catheter's balloons were inflated with 10 cc of a mix of tap water and blue methylene using a syringe, and no leakage on the catheter balloons were found. Then, the catheters were left for 10 minutes and no leakage on the balloons were found. Per the dimensional evaluation, both catheter's active lengths were measured, and found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Ever use more force than is required to make the syringe "stick" in the valve. If you notice slow or now deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professionals for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.' (B)(4).

Event description:
It was reported that the catheter was dislodged from the patient. The complainant reported that the foley balloon was intact and contained 3 cc of sterile water. No medical intervention was reported.